Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was over 600 mg/dl, at the time of incidence. Customer was treated with insulin drip, shot and medications. Customer reported that they experienced dehydration. Customer had infusion set with bent cannula. Customer did not alleged that the insulin pump was under delivering. The insulin pump will not be returned for analysis.